Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use at the time of event occurred. The philips remote service engineer (rse) inspected the system remotely and found that the flexvision live video was frozen. Review of system logfiles confirmed the malfunction showing connection with flexvision pc is lost. During troubleshooting, the rse found connection with flexvision pc control was lost. Rse suggested to restart the system and adviced to replace flex vision pc, if happens again. After restarting, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The device problem code, health impact code and evaluation method code was corrected.

Event description:
It was reported to philips that flexvision live video was frozen. The device was in clinical use at the time of reported event and the procedure was delayed. No harm was reported to philips. Philips has started an investigation of this complaint.